Event description:
It was discovered that the fluid in the set would not pump. The information received from the customer is as follows: a new set was primed with lactated ringers in order to perform the operations test on a newly received pump. It was reported that the pump failed to alarm for distal occlusion. The set was then tested in two other pumps, which also failed to alarm for distal occlusion. A new set was then tested in all three pumps. It was reported that all three pumps alarmed for distal occlusion. There was no patient involvement.